Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was evaluated during a routine in-clinic follow-up and reported discomfort associates to muscle stimulation. Upon interrogation, it was noted that this device had reverted to safety mode. Oversensing of noise was also noted. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.